Event description:
Second revision surgery - the lima stem was loose, so it was switched out. The surgeon replaced the femoral head and sleeve. Please reference first revision found under (B)(4).

Manufacturer narrative:
The reason for this revision surgery was identified as device loosening after 6.5 months of patient use. The outcomes attributed to this event are required intervention to prevent permanent impairment/damage. There is no information in this complaint about any patient injuries, activities, accidents, or medical contraindications that may have contributed to the need for a revision. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of and not returned to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history shows this is the first complaint for this product. The root cause for the device loosening was not determined with confidence. There is no information reported that showed a material, design, or manufacturing problem with the product. There are no indications of a product or process issue affecting implant safety or effectiveness.